Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion occurred. The patient underwent a pulse field ablation (pfa) procedure, switched to watchman. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. During the procedure, the physician tried a 20mm closure device, which was recaptured, and there were no changes on intracardiac echocardiography (ice). A 24mm closure device was implanted and released. The physician noticed an effusion on ice upon removal from the left atrium. Pericardiocentesis was performed, and the patient remained hemodynamically stable throughout. The patient remained hospitalized to be monitored and is expected to fully recover. It was further reported that the patient recovered post procedure and was discharged.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. The patient underwent a pulse field ablation (pfa) procedure, switched to watchman. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. During the procedure, the physician tried a 20mm closure device, which was recaptured, and there were no changes on intracardiac echocardiography (ice). A 24mm closure device was implanted and released. The physician noticed an effusion on ice upon removal from the left atrium. Pericardiocentesis was performed, and the patient remained hemodynamically stable throughout. The patient remained hospitalized to be monitored and is expected to fully recover. It was further reported that the patient recovered post procedure and was discharged. It was further reported that the patient's blood pressure dropped. During pericardiocentesis, about 290cc of fluid was removed. It was reported that the patient was taken to the operating room where the physician performed a window for the patient.

Event description:
It was reported that pericardial effusion occurred. The patient underwent a pulse field ablation (pfa) procedure, switched to watchman. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. During the procedure, the physician tried a 20mm closure device, which was recaptured, and there were no changes on intracardiac echocardiography (ice). A 24mm closure device was implanted and released. The physician noticed an effusion on ice upon removal from the left atrium. Pericardiocentesis was performed, and the patient remained hemodynamically stable throughout. The patient remained hospitalized to be monitored and is expected to fully recover.

Event description:
It was reported that pericardial effusion occurred. The patient underwent a pulse field ablation (pfa) procedure, switched to watchman. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. During the procedure, the physician tried a 20mm closure device, which was recaptured, and there were no changes on intracardiac echocardiography (ice). A 24mm closure device was implanted and released. The physician noticed an effusion on ice upon removal from the left atrium. Pericardiocentesis was performed, and the patient remained hemodynamically stable throughout. The patient remained hospitalized to be monitored and is expected to fully recover. It was further reported that the patient recovered post procedure and was discharged. It was further reported that the patient's blood pressure dropped. During pericardiocentesis, about 290cc of fluid was removed. It was reported that the patient was taken to the operating room where the physician performed a window for the patient.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added. H6: impact code added.